Event description:
An alarm 2 was reported by the caller, who mentioned experiencing frequent occlusion issues, though they did not occur earlier in the day before contacting technical support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not change any supplies, as they did not initially realize an occlusion alarm was occurring, and declined additional assistance; therefore, the case was closed by technical support.